Event description:
1 of 2 reports: (same patient, different products) other mfg report number: 3013886523-2022-00304. A facility reported a hakim valve (ID 823834) was implanted in 2019 and in july 2021. It was replaced to a certas (unknown ID) with setting 7. In (B)(6) 2021, the patient was experiencing gait instability, and a shunt study showed complete blockage of the system. In (B)(6) 2022, the certas valve was replaced with a new certas.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve was returned for evaluation. Product code 82-8804 UDI : (B)(4). Product code 82-8805 UDI : (B)(4). Failure analysis - the valve is a certas valve 82-8804 or 82-8805, customer has not confirmed this, as no catheters were returned it might be an 82-8804. The position of the cam when valve was received was at setting 8. The valve was visually inspected; a cut/tear in the silicon housing along the siphon guard and a needle hole in the needle chamber were noted. The valve was hydrated. The valve was leak tested and leaked from the tear/cut and needle holes in the silicone housing. The valve could not be reflux tested due to the cut/tear in the silicone housing. The valve passed the for programming, siphon guard and pressure. No root cause could be determined for the issue reported by the customer as the technician could not confirm any occlusion issues with the valve at the time of investigation. The root cause for the cut/tear in the silicone housing is probable due to user¿s error, as noted in the IFU, do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway or a sharp or pointed object coming into contact with the silicone housing, also noted in the IFU, silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard are probably due to a sharp or pointed object coming into contact with the siphon guard. The possible root cause for the issue reported by the customer, could be due the cut/tear in the silicone housing, or insufficient csf pressure to flow.

Event description:
N/a.